Event description:
It was reported that the graphical user interface screen on a 980 ventilator was blank. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) conducted troubleshooting with the customer over the phone. The customer turned the ventilator off then back on and the issue was resolved.